Event description:
It was reported that pump displayed malfunction alarm 20 during use and customer had experienced similar alarms with same pump in past. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised return of malfunctioning pump using prepaid label within the specified time frame.